Event description:
Information received from a consumer patient receiving clonidine (175mcg/ml at 5.677mcg/day), bupivacaine (14mcg/ml at 1.998mcg/day), and dilaudid (7.0mg/ml at 0.22607mg/day) via an implanted pump. Indication for use was noted as non-malignant pain. It was reported that since (B)(6) 2015, the patient had "excruciating headaches." The patient was scheduled for a lumbar puncture to check their "pressures." The patient's physician and their "headache doctor" did not know if the pump could change the pressure in the spine. Patient services checked with technical services and the answer was "no." The patient stated that they have to fight to keep their pump and the medication. The patient stated that the pump had helped and they were happy with it.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider. It was reported that the lumbar puncture that was done, showed no outlying data points, the pressure measured in the cerebral spinal fluid (csf) was good. The patient also had a CT scan of the spine and it showed good placement of the catheter and no signs of a granuloma. They did not have a cause for the headaches, but the patient¿s neurologist ruled-out a brain mass, arteriovenous malformation avm, sinusitis, post-traumatic, and musculoskeletal pain as causes for the headaches. The patient still felt that their headaches were related to the pump, but also gave varying reports of the headache. At one point, the patient told the physician that there was a family history of headaches, the patient had them years ago, they disappeared, and recently reoccurred. She said the patient felt they were related to dose changes, specifically when the dose decreased, but the time of dose changes do not support that. The patient has had dose increases during the headaches, and the patient started complaining of headaches when the dose was steady. The patient was receiving half of the dose of dilaudid they had in 2012, and the patient wanted to go back to that dose. The patient was still having headaches, but the patient¿s neurologist and managing physician had ruled the pump out as a cause for the headaches.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported diagnostics performed related to the excruciating headaches included neurology consult and lp (lumbar puncture). Actions and intervention were botox, medications, and pump adjustment. The cause of the excruciating headaches were migraine. The excruciating headaches had been decreased.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.